Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having vertebral bkp + pps fixation. It was reported that after inserting the fenestrated screw, it was filled with cement. The cement did not come out of the screw, and it was clear that it was leaking from the screw head. It was urgently removed and replaced with a new screw. There were no know patient symptom reported. There were no further complications reported regarding the event. Additional information was received that no abnormalities of the cement itself have been reported. No allegation/malfunction for cap, extender, voyager, fns tip.